Event description:
It was reported that there was noise on the ventricular channel of this implantable device. Technical services (ts) analyzed a provided electrogram (egm) and found that the noise was most likely non-physiological and being oversensed resulting in pacing inhibition and loss of signal. Ts suggested lead replacement due to possible insulation degradation. It was noted that the physician reprogrammed the ventricular sensitivity higher. It was also noted that the right ventricular (rv) lead was implanted in 1996. No adverse patient effects were reported. Currently, this device remains in service.